Event description:
It was reported that the customer was hospitalized with a low blood glucose level. Bg value not provided. Customer declined follow up from tandem technical support. No additional information was provided.